Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was below 45 mg/dl ¿ 60 mg/dl. Customer was treated with the glucose tablets and they declined to troubleshoot for the low blood glucose value. Customer also stated that sometimes the bolus button had to be pressed several times to work, pump squirted insulin when priming and reservoir came lose on the insulin pump. Customer stated that insulin pump was constantly giving insulin that he did not need even when basal rates were set low, there were some light scratches on the screen and insulin pump was louder when rewinding. The device will not returned for analysis.